Manufacturer narrative:
(Remove pri tubing from d11) the customer¿s report that a primary tubing set that separated at the pump segment and leaked was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed one small tubing tear was observed on the tubing above the distal smartsite component. The tear site was jagged and uneven. No damages or separations were observed at the pump segment. No other anomalies were observed. Functional testing was performed by attaching the set to a lab IV bag with blue dye water and by allowing fluid to flow via gravity. The set leaked from the tubing tear that was noted during inspection. No further testing could be performed on the set due to the tear in the tubing. A device history record for model 2420-0007 with lot number 20013317 was performed. The search showed that a total of 28,803 units were built in 1 lot on 25jan2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause of the tear could not be determined.

Event description:
It was reported from the (B)(6) unit that there was a primary tubing set that separated at the pump segment that caused normal saline (ns) to spill onto the pump, the floor and the nurse. There were no adverse effects to the patient as a result of this event.

Manufacturer narrative:
Correction: revised b5 & updated short description.

Event description:
It was reported from the (B)(6) infusion unit that there was a primary tubing set that separated at the pump segment that caused normal saline (ns) to spill onto the pump, the floor and the nurse. There were no adverse effects to the patient as a result of this event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the produt be received for evaluation.

Event description:
It was reported from the (B)(6) infusion unit that there was a secondary tubing set that separated at the pump segment that caused normal saline (ns) to spill onto the pump, the floor and the nurse. There is no report of adverse effects to the patient as a result of this event

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from the good samaritan kenwood infusion unit that there was a secondary tubing set that separated at the pump segment that caused normal saline (ns) to spill onto the pump, the floor and the nurse. There were no adverse effects to the patient as a result of this event.